Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc), high capture thresholds and high out of range impedance measurements. The issues were attributed to a fracture. This rv lead was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.